Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
No patient involvement (B)(4); smoking (B)(4). An evaluation was performed in response to smoke observed coming from the reagent display area of tdxflx serial number (B)(4). The evaluation of the issue consisted of a review of customer complaints, a review of current tdxflx labeling, and a review of the information provided including the complaint text. The complaint information notes an field service engineer (fse) replaced the reagent display door assembly. A service history review found no additional complaints have been initiated on tdxflx serial number (B)(4), since the fse replaced the reagent display door assembly. A review of tdxflx field performance data did not identify an increase in complaint activity for the issue the customer experienced. Based on the available information and this evaluation, no deficiency was identified for the tdx/flx analyzer list number 04a24-01, or the reagent display door assembly part no. 3-45036-01 for the issue under evaluation.

Event description:
The account stated that after turning on the tdx/flx analyzer, smoke came out of the display area with a slightly dusty smell. There was no display on the screen. The operator turned off the tdx/flx analyzer. No injury to the operator was reported due to the smoke.